Event description:
Reference MFR. Report: 1627487-2012-13155, 1627487-2012-13167. There are three leads from the same lot number and two leads from two different lot numbers. It is unknown which lead is related to this event, submitting reports for all three. It was reported the patient had leads implanted peripherally (off-label). Half of the contacts on the left lead had invalid impedance. A sjm representative to follow-up with patient to see if the impedances have decreased.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.